Event description:
It was reported that prior to surgery and while docking the da vinci s surgical system for a mitra valve repair procedure, the site experienced issues with a patient side manipulator (psm). The procedure was converted to mini thoracotomy techniques to finish the planned surgery prior to the site contacting isi to troubleshoot the issues. No patient harm was reported.

Manufacturer narrative:
The investigation conducted by isi field service engineering consisted of reviewing the system error logs and conducting performance testing. In reviewing the system error codes, it was found that an instrument engagement issues was experienced as system fault codes were experienced on the patient side manipulator (psm) 2 and 3. The error indicates that no cannula was present on the device. The 31009 shows that only two of the three tool sensors were sensed on another device after all of the tool sensors were previously detected. A system error code was also experienced. This code indicates that the system lost contact with the dallas chip on the second device. Later they got a code on the second device that also indicated that no cannula was present. The isi field service engineer also conducted performance testing which resulted in no trouble being found. Field service engineering concluded that the event experienced by the site may have been due to user error. As of late 2007, the site has continued to use the da vinci s surgical system without a recurrence of this issue.